Event description:
Additional information received reported that the patient wanted it removed. It was later reported that the patient received assistance from her doctor or manufacturing representative (rep) on (B)(4) 2015 and her concerns were resolved.

Event description:
It was reported that the patient had been having trouble with her device. A healthcare provider (hcp) told the patient the end of it, on the left side, came loose and the middle was dropping down. The patient did not remember when this happened and they had been talking about taking it out. In the last 4-5 days she had been having a lot of trouble with her body in ¿nerve places.¿ 4-5 days she started having a lot of pain in the upper front of her legs. This was pain the device usually helped with. She was wondering if the pain was being caused by the implant. She had put the device on a couple times and it had made the pain worse. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3888-33, lot# v532749, implanted: 2010 (B)(6); product type lead product ID 37742, serial# (B)(4); product type programmer, patient product ID 3888-45, lot# v516927, implanted: 2010-10-26 explanted: product type lead product ID 3708220, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 37752, serial# (B)(4), implanted: 2007 (B)(6); product type recharger. (B)(4).